Event description:
The customer reported that the unit went ventilator inoperative with e/c 1006 error code message of data acquisition (da) pcba adc failed. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc failed. The customer reported there was no patient involvement.